Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an increase in pacing impedance. No intervention was reported and patient will continue to be monitored. Patient was stable after the event and no symptoms were reported.